Event description:
It was reported that on (B)(6) 2024 a 18mm amplatzer amulet was implanted in a patient. Heparin was administered with a the patient's activated clotting time (act) levels more than 250. On an unknown date, the patient had a follow up tee images that showed device-related thrombosis (drt). It was not wired in shape and it was very difficult to determine if it even was a deep vein thrombosis (dvt) . Out of an abundance of causes the physician recommended putting the patient back on oral anticoagulant (oac) for a time period and recheck after a period of time. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. Information from the field did not indicate whether the patient had any hematological disorders predisposing to abnormal thrombus formation. However, the field did indicate that the patient heparinized during the procedure and had an act above 250s. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.

Event description:
It was reported that on (B)(6) 2024 a 18mm amplatzer amulet was implanted in a patient. Heparin was administered with a the patient's activated clotting time (act) levels more than 250. On an unknown date, the patient had a follow up tee images that showed device-related thrombosis (drt). It was not wired in shape and it was very difficult to determine if it even was a deep vein thrombosis (dvt) . Out of an abundance of causes the physician recommended putting the patient back on oral anticoagulant (oac) for a time period and recheck after a period of time. The patient is stable.